Event description:
The patient was undergoing a thrombectomy procedure in the right internal carotid artery (ica) using a penumbra system red 72 reperfusion catheter (red72). During the procedure, while advancing the red72 into the ica, the physician fracture the red72 at the proximal end that was outside of the patient. Therefore; the red72 was removed in 1 piece. The physician then opened a new red72 and made one pass. Subsequently, while retracting the red72 to be removed, the physician stretched the distal end of the red72. The procedure was then considered completed. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the first returned red72 revealed kinks on the proximal shaft. This damage is likely the reported fracture on the proximal end. If the device is manipulated against resistance, damage such as kinks may occur. Further evaluation revealed stretching on the catheters distal shaft, indicating that the device was likely manipulated against resistance. The red72 was able to advance through a demonstration neuron max with resistance due to the damage on the catheter. The root cause of resistance during the procedure could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Please note that the following sections were updated on this follow-up #01 MFR report 3005168196-2022-00275: section h. Box 6. Results code 1, 2, and 3; section h. Box 6. Results code 4 - should be blank; section h. Box 10./11. Narrative/corrected data. Evaluation of the first returned red72 revealed kinks on the proximal shaft. This damage is likely the reported fracture on the proximal end. If the device is manipulated against resistance, damage such as kinks may occur. Further evaluation revealed stretching on the catheters distal shaft, indicating that the device was likely manipulated against resistance. The red72 was able to advance through a demonstration neuron max with resistance due to the damage on the catheter. The root cause of resistance during the procedure could not be determined. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Based on the investigation findings, this is not considered a reportable event. This event did not and, if it were to recur, it would not cause or contribute to serious deterioration or death.